Event description:
Maude report ((B)(4)) states that patient underwent closed reduction in 2004 to address dislocation, and was subsequently revised (reason not stated; parts exchanged not specified) in 2006. Patient has experienced pain, discomfort, and inflammation.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds additional related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.